Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in migration. This rv lead was repositioned and remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead had migrated and dislodged. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.